Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, after dilating the lesion, deflation of the balloon was slow. A syringe was successfully used to deflate the device. No pt injury was reported.